Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 9/6/2019. Device evaluation: the device was received in a bag at the manufacturing site for investigation. The lens was observed under microscope and it was received cut. Typical condition of a lens that has been removed. The haptics were observed positioned. This complaint is about a situation during the surgical process and could not be verified. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaint was received for this production order. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Explant date: if explanted, give date: unknown/not provided. (B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on (B)(6) 2019, after the intraocular lens (iol), model ar40e 12.0 diopter was implanted using the out the bag (extra capsular fixation) procedure, the lens was not stable in the eye. It was indicated that the lens was explanted and replaced with a competitor's lens. There was no patient injury. No additional information was reported.